Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure within the ilium. According to the complainant, after the biopsy, a micro perforation was noted. The perforation was closed with a clipping device. The procedure was completed using the same radial jaw 4 biopsy forceps device. Reportedly, the device was inspected and tested prior to use, and no anomalies were present. Additionally, no device issues were noted during the case. No patient complications occurred following this event.

Manufacturer narrative:
The exact age is unknown, however, the patient was reported to be over 18 years of age. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.